Event description:
It was reported, the patient has experienced pain at his scs ipg site since implant. Follow-up information received identified the patient had his entire scs system removed.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.